Event description:
It was reported by the affiliate that the (1) mcm20 was used for an esophageal procedure. It was reported that the clips were spitting but did not fall into the patient. The case was completed with another instrument and there was no consequence to the pt.